Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: what were the indications for surgery? Unknown. What surgical procedure was performed? Colectomy. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device or staple form in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How was the leak addressed? Unknown. What is the current status of the patient? Unknown.

Event description:
It was reported that during an unknown procedure the customer states that surgeon had a leak on patient from procedure last week. Customer used product intra op and had a post op leak. Went to or to meet with surgeon on (B)(6) 2019 to get specifics. Surgeon was unable to meet with us. That is the only information available at this time.